Manufacturer narrative:
(B)(4).

Event description:
It was reported that replace sensor now alert occurred. Data was evaluated and the allegation was not confirmed. A probable cause could not be determined. However an early sensor expiration due to potential patient misuse was found on (B)(6) 2020. No injury or medical intervention was reported.